Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation will be completed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the distributor contacted animas and alleged the following: the patient had unexpected high blood glucoses levels while on pump; they returned to normal on injections. There was no pump alarm or history to indicate a reason for high. There were no air bubbles present. Patient reverted to injections three times and each time the bgs normalized ,but worsened when patient returned to the pump. No symptoms were reported and no unusual treatment or assistance was required. This complaint is reported due to the allegation of inaccurate delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/10/2017 with the following findings: a review of the black box showed a basal edit not saved followed by a power on reset, and deliveries resumed. The last bolus delivery was a 2.05 unit normal bolus. The total daily doses added up correctly and reflected the user's programmed basal rates. The pump passed delivery accuracy testing with no delivery defects. The pump was delivering within the required range and delivering accurately. No alarms or delivery interruptions occurred during testing the complaint was unable to be duplicated during testing.